Event description:
The patient fractured mandibulary bone. On (B)(6) 2008, the patient underwent the surgery with the two mini plates and screws. On (B)(6) 2008, the surgeon found that the mandibulary bone was unstable. Afterwards, the surgeon found through the x-ray that the one of two plates broke. On (B)(6) 2008, the surgeon removed the broken mini plate and the patient underwent the revision surgery with the two mini plates.

Manufacturer narrative:
Actual device not evaluated, because the device is not available to stryker at this time. However, the device has been shipped by the hospital. Evaluation of the affected device will be conducted and reported in the follow up.